Manufacturer narrative:
During visual evaluation a crease was observed in the posterior view. Leak testing revealed a tear within the crease measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/20/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 9/3/2019, mentor received the following updated information: the patient's device was a mentor smooth round moderate plus profile 450cc, catalog# 3502450, lot# 6816419, serial# (B)(4). The patient's date of birth was (B)(6) 1976 and the patient was 43 years old at the time of the event. The patient's original date of implant was (B)(6) 2014. The patient underwent a breast augmentation revision. The date the problem was observed was (B)(6) 2019. The patient's date of explant was (B)(6) 2019. The patient was replaced with unspecified mentor saline implants. Updated manufacture and expiry dates for the impacted device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with mentor smooth round moderate plus profile 400cc and experienced a deflation on the right side post-operatively. As a result, the patient underwent explantation on an unknown date. No other information was provided. If additional information is received, a supplemental report will be submitted.